Event description:
Customer reported that while the unit was in use on a pt the unit displayed pneumatic drive and high pressure drive alarms. Pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The unit was tested to factory spec. It functioned normally and was returned to the customer.